Event description:
Device 4 of 4. Reference MFR report: 1627487-2013-04033 04034 04035. The pt received two scs systems, including two leads with the same lot number and two ipgs. It was reported. The pt had discomfort at both ipg sites, and the system caused pain. The physician explanted both scs systems. F/u identified the pt was well postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.